Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported that the patient presented emergently with an aortic aneurysm rupture. The physician stated that the entire talent stent graft was removed and the aneurysm rupture was repaired and resolved. Per the physician, the cause of the aneurysm rupture was unknown. No additional clinical sequelae were reported and the patient is fine.